Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d4 and g2. Reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) type test when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since it has been confirmed that the distal cover does not come off from the tip of the endoscope if it can be attached correctly according to the procedure in the instruction manual, it is likely that the detachment of the distal cover that occurred due to the following handling by the user. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the subject device was not returned and a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide to provide an update to fields h7 and h9.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the single use distal cover came off in the patient's mouth as the evis exera iii duodenovideoscope was taken out during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The patient swallowed the cover, and it became lodged in the esophagus. The cover was then retrieved with grasping forceps. The procedure was delayed by 20 minutes and completed with the same set of equipment. The patient is otherwise well and had a normal recovery. The device was inspected prior to use. The related patient identifier (B)(6) reports the evis exera iii duodenovideoscope.